Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the cleo 90 infusion set became dislodged during use. The patient had applied skin-tac, and the set had initially adhered well. A rise in glucose levels was later observed, prompting an inspection of the infusion site. Although the adhesive remained in place, the cannula itself had become dislodged. No kinks were observed in the cannula or elsewhere in the infusion set. The patient changed out their infusion sent without issue and glucose levels returned to normal. There was no patient injury.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.